Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 55 mmol/l with increased thirst, urination, dehydration and a diagnosis of pneumonia. The reporter indicated being treated with intravenous insulin and fluids. The reporter indicated that the pump¿s time and date were resetting to factory default with battery changes which the reporter believed contributed to the event. The reporter also indicated that the blood glucose was contributed to by being dehydrated from a stomach flu; the reporter indicated that the pump was disconnected prior to a shower but was off the pump for several hours after passing out. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box found that deliveries were interrupted on (B)(6) 2014 from 05:16 to 15:10 due to unconfirmed replace cartridge alarm. The daily insulin delivery totals correctly reflected user's programmed basal rates. No evidence was found of time and date resetting to default in the pump black box but the time was manually changed from 01/03/2007 05:34 to (B)(6) 2014 17:34. During testing, the pump was exercised for 24 hours and left without power for 23 hours; the time and date was found to have retained in the pump. The pump passed a delivery accuracy test and was found to be delivering within specifications. The pump was opened and no damage was found to the internal clock battery. The complaint was unable to be duplicated during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. No conclusions can be made at this time.